Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down buttons was not scrolling. Customer reported that the insulin pump was cracked at the battery casing with missing pieces. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2 or lcd keypad connector. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).